Manufacturer narrative:
Findings: insulin pump was received with broken battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case reservoir tube window corners, cracked reservoir tube window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the pieces missing from the battery and reservoir compartment. The blood glucose was 8.6 mmol/l at the time of the incident. Customer advised to replace and discontinue the insulin pump and revert to her backup plan. The insulin pump will be returned for analysis.